Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. The device remains implanted.

Event description:
Healthcare provider reported, a right side deflation. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, 1 opening assessed, as fold flow opening. Additional observations: creases were observed, wear abrasion observed. Yellow particles were observed, inner of the device. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional reported, a right side "hole in radius (edge)" via rga. Device has been explanted and replaced.